Manufacturer narrative:
(B)(4). The account will not allow any inservice. The analysis results of the device found that it was received with jaws in the closed position. The trigger was manually assisted in order to open the jaws; two malformed clips were released. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the remaining clips were conforming according to our manufacturing specifications. The device locked out as intended but the orange indicator was visible at 12th firing sequence thus, it over traveled. This finding is not related with the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a general surgery procedure the device jammed and would not fire. There was little information provided. There was no patient consequence reported.